Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance. The physician speculated that the lead was fractured and explanted it.

Manufacturer narrative:
Final analysis found all 5 filars of the distal coil were fractured at 25.5 cm from the pin. There were also several proximal and distal insulation abrasions. The lead was bent at 25.9 cm. Analysis of the fractured filar surfaces showed cyclic stress marks and some smoothing from the fractured ends rubbing post fracture. Surface abrasions indicated that the coil fractured distal to the suture sleeve due to cyclic stress.